Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). We received a used connector and filter and catheter and clip. Visual inspection: 1-1 catheter: no abnormality was found. 1-2 connector: no abnormality was found. Dimension check: 2-1 length of catheter: standard: 959.5 - 1060.5mm, received catheter: 1017.5mm, result: pass. 2-2 outer diameter of catheter end: standard: 0.84 - 0.90mm, received catheter: 0.854mm, result: pass. Functional test: catheter tensile strength test: catheter was connected with catheter connector and determined the strength. Result: 13.75 n (spec>11n). The tensile strength of catheter + catheter connector were met specification. Others: when the used catheter was connected to the received sample of the connector, catheter was able to be inserted without resistance. End of catheter was able to be inserted up to marking area into catheter connector and could lock tightly. We confirmed the inserted catheter was not able to be removed easily. Result: catheter was able to be inserted catheter connector. Compared with used one, there is no difference the insertion point. Although the returned sample met the product specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): the catheter came off.